Event description:
See h11.

Manufacturer narrative:
G2: event was in japan. H3 &h6) the 9735821r was returned to the manufacturer for evaluation. After functional testing; visual/physical examination; proceduralized device testing, the reported issue was confirmed. An electrical failure of bump detected and system fault code was identified. A check of the event log showed a bump had been detected in (B)(6) 2024 and cleared. Another bump had been detected in (B)(6) 2024. The psu passed an accuracy test (aak) at .107mm with a passing threshold of .250mm. The bump sensor has been cleared and the psu is now fully functional. This psu has been returned once before for bumps detected. Codes b01, c02, c08 and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821 (lot: p911094). A medtronic representative went to the site to test the equipment. The camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that it was scheduled to use optical devices, but it could not be used because it was positioning sensor unit (psu) fail. The procedure was completed by using a navigation system for em. The operation was good after replacing the psu. There was no impact on patient outcome.